Manufacturer narrative:
The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces or sample handling.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the synchroseal instrument associated with this complaint and completed investigations. The jaw cover was found to have tearing. Tears measure from 0.125¿ to 0.317¿ in length. There are signs of thermal damage present at the end of any tears. No material was found missing. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the synchroseal instrument jaw cover accessory had holes. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: customer sent both the synchroseals back. During the case, it was noticed the gray cover had torn. It seemed to tear with the opening of the jaws.